Manufacturer narrative:
The event occurred in finland while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On the left side of the aviva combo meter screen is a darker area which covers part of the information on the screen. No adverse event reported. A request was made for the return of the device.